Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary.

Event description:
It was reported that the tip broke intra-operative inside the distal femoral (right femoral canal) canal of the patient due to wear and tear. The surgeon had to operate longer to try and remove the partial instrument. Delay of 25 minutes reported.

Event description:
It was reported that the tip broke inside the distal femoral (right femoral canal) canal of the patient. The surgeon had to operate longer to try and remove the partial instrument. Delay of 25 minutes reported.